Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a loss of aspiration occurred. An angiojet® solent¿ proxi catheter was selected for a left iliac vein declot procedure. During the procedure, while inside the patient, the device worked for 4 seconds in thrombectomy mode. Then it needed to be primed again and would not work. There was also saline found in the tray of the console. There were no patient complications reported.